Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional info, at this time additional info was not received. (B)(4).

Event description:
A technician reported a pt with transient light sensitivity in both eyes four months following lasik treatment. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.